Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ICD revision procedure, the physician noted that all the tine parts of the lead came off and remained in the patient's endocardium. An x-ray and echo could not confirm it. The patient was in good condition post surgery.